Event description:
Patient presented to the physician with tongue and lip weakness and difficulty with speech since the implant procedure. Patient has been attending speech therapy for treatment and has shown improvement.